Manufacturer narrative:
This device was returned to mmdg for evaluation. The pump operated within product specifications. The pump history was also reviewed where the pump shows that it had alarmed no food multiple times before it was turned off. Mmdg could not confirm this complaint. There is no indication that the complaint occurred as reported. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump had "air running through pump even after changing bags". They also state that the pump had a dose set at 92mls. They stated that there was air in the tubing and that the pump was not alarming no food due to the air. The initial reporter also stated that there were no adverse effects or delay in therapy due to the complaint. (B)(4).